Event description:
It was reported a malfunction in which surgeon was performing a rt tkr using brainlab, implants were implanted and whilst removing the 3.0mm brainlab tibial pin it snapped at the threaded junction. The surgeon was able to successfully remove the pin and no harm to the patient was caused. Minor delay was reported.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for this device.